Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/22/2015. The fse found the tubing at the blood sampling valve (bsv) was disconnected and had caused the leak. The fse reattached the tubing, which repaired the leak. The fse also found that the probe wipe was not moving properly. The fse replaced a clamp screw, which resolved teh issue. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader while running start up. The volume of the leak was about 30 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.